Manufacturer narrative:
Since the initial medwatch was filed, the investigation has completed. Without the pump and data logs the definitive root cause of the renal failure could not be determined.

Manufacturer narrative:
The team in (B)(6) had discarded the impella pump. Analysis of it is not possible. The data logs were returned and will be analyzed. Upon completion of the investigation, a final report will be submitted.

Event description:
A patient admitted in cardiogenic shock had an impella placed for hemodynamic support during coronary revascularization in (B)(6). The pump was repositioned once due to concerns of hemolysis. The pump remained on for approximately 10 days of support, was weaned and explanted. The team later reported that the patient had experienced renal failure while on support with the impella that necessitated dialysis.